Manufacturer narrative:
Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 9154515. Customer states that the box is torn and there is no lot. The attached photos were examined and exhibited shelf cartons with no lot number manufacturing date, or expiration date printed on the shelf carton. The attached photos also exhibited shelf cartons that were torn. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9154515. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: as per investigation completed by manufacturing under investigation child 1412365, "on 29jan2020, (B)(4) received a complaint, via pictures, from material 326725, batch 9154515. Visual inspection of the pictures showed cartons that were torn and dented, as well as two cartons without lot coding in the back top right corner. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be taped shut, labeled and palletized. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringe's were found without lots listed on their labels before use. The following information was provided by the initial reporter: "tore box = 10 sp and no lot = 2 sp."